Event description:
It was reported by the customer that a pyxis medstation es system had error on station. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device login issue was due to the user account being locked. A technical support specialist advised the user to reach out to the information technology department to unlock the account and confirmed with the customer that the hospital 's information technology team was actively investigating these issues from their end to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.